Event description:
It was reported when using the pyxis medbank system, the drawers 11 and 12 are unrecognized. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not recognized by system. A technical support specialist, configured drawer in structured query language (sql) and restarted cubex app to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.